Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests due to complete broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked belt clip slot, cracked case at display window corners, missing o-ring reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners and stained address/serial number label.

Event description:
The customer's wife reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 317 mg/dl. The customer stated that cracks around the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.